Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed, and it was found that 3 electrical hi-pot issues were recorded for this needle's batch. The needle was investigated for vacuum insulation leaks, freezing properties and electrical properties. An electrical malfunction was confirmed as the needle failed investigative testing. Upon disassembly of the needle, damage was found to the wire insulation on the heater wire. This MDR is being reported as the failure analysis identified a malfunction that could possibly lead to a muscle spasm event. No patient injury was reported.

Event description:
It was reported that a cryoablation needle had an unknown issue for a case that occurred during the summer. The customer reported it may have been for either a leakage on the needle/shaft or missing iceball. No further information was provided or obtained for clarification. The needle was returned for investigation. Failure analysis did not confirm neither a freezing nor leak malfunction. However; an electrical malfunction of the needle was confirmed that could possibly lead to a muscle spasm event.